Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to chemical stress or due to physical stress on distal end from hitting, dropping. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned their product to olympus for a routine annual maintenance of the device. During inspection and testing of the returned device, an olympus repair technician discovered a gap in the adhesive area between the plastic cover and distal end of the device. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation as part of an annual maintenance of the customer's product, and the separation of the adhesive was confirmed during evaluation. In addition, the following non-reportable malfunctions were found during the device evaluation: due to damage on channel tube, water tightness was lost and suction volume does not meet the standard value; adhesive on the bending section rubber was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.